Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A health professional reported that following an implantable collamer lens (icl) implantation procedure, the lens flipped. The initial lens was removed and replaced. This resolved the problem. Cause of the event was reported as other.